Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading at the time the paramedics arrived was 30 mg/dl. Nothing further was reported.